Event description:
Subrogation claim alleging a heating pad was involved in a residential fire. There were no reports of injury with this incident.

Manufacturer narrative:
Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided.

Event description:
Subrogation claim alleging a heating pad was involved in a residential fire. There were no reports of injury with this incident